Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump bolus and basal history do not reflect accurate data despite being in use. There was no reported impact to customer's blood glucose. Although requested, the customer did not upload pump data for investigation.